Event description:
As reported by the user facility: brief inquiry description free flow - secondary infusion to primary bag. Detailed inquiry description customer is reporting 2 instances of free flow of secondary medication to primary bag. Details listed by customer as follows: event 1: included IV potassium on a post cardiac surgery patient event 2: 1 gram ceftriaxone no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note that it is unclear which event occurred with which set but see b. Braun medical internal report number (B)(4) and MDR # 2523676-2024-00349 for second report.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.